Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was also noted that the right atrial (ra) lead exhibited oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.